Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 498 mg/dl, which he treated via insulin pump bolus. During troubleshooting no anomalies were noted with the device or its components. The insulin pump passed the high pressure test. The insulin pump was not returned for analysis.